Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Investigation results: a wallflex biliary rx uncovered stent and delivery system was received for analysis; the stent was received fully covered by the outer sheath and the stainless steel tube was not actuated beyond its reconstrainment limit. Visual examination of the returned device found the outer sheath was broken at the proximal exterior tube and was kinked at the guidewire access sleeve (gas). Functional evaluation found that it was not possible to deploy the stent using the delivery system as received, however, it was possible to manually deploy the stent. There were no issues noted with the stent and no other issues were noted to the device. Analysis of the returned device indicates that force was used in attempts to deploy the stent, which caused the kink at the guidewire access sleeve (gas) and the breakage of the sheath at the outer diameter. The damages observed are likely attributable to a tortuous anatomy and use of force during deployment attempts, which limited the performance of the device. Therefore, the most probable root cause of the complaint is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be used to treat a malignant stenosis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The stent was fully covered by the outer sheath when it was removed from the patient. The procedure was completed using another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results, which revealed that the outer sheath was broken at the proximal exterior tube.